Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 4: reference MFR. Report# 1627487-2017-04997, reference MFR. Report# 1627487-2017-05000, reference MFR. Report# 1627487-2017-05032. It was reported, during the surgery for ipg relocation (reference MFR. Report# 1627487-2017-04994) the physician found extension wires tangled and broken. The physician explanted the ipg and referred the patient to a surgeon for further intervention to revise the extensions.